Manufacturer narrative:
It was reported that the ventilator generated a technical error indicating a power error. Our field service confirmed an excessive leakage error code during pre-use check and noticed a technical error in the device logs indicating a power error. He replaced the dc/dc & standard connectors printed circuit (pc) board according to the recommendations in the service manual. After that the ventilator unit passed all functional and safety test per factory specifications and was cleared for clinical use. The returned dc/dc & standard connectors pc board was installed in a reference ventilator. The reported problem was immediately confirmed. Ventilation could not be started and different technical alarms were raised such as the reported power error and errors indicating disabled valves and an open safety valve. Electrical measurements showed that the disable valves signal was unexpectedly low causing open expiratory and safety valves. Selected components were exchanged and ventilation could be started again, but after a while the reported problem reappeared. Other related circuits on the dc/dc & standard connectors pc board or a problem with the printed circuit board itself probably degraded the system and caused the problem. If the reported fault condition occurs during ventilation, ventilation will stop and audio-visual alarms will be generated. The conclusion in this matter is that an occasional hardware failure on the dc/dc & standard connectors pc board caused the reported problem, but the failing component was not determined.

Event description:
Manufacturer reference #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a power error. There was no patient involvement. Manufacturer reference #: (B)(4).